Event description:
A customer observed discordant vitros glu, k+, and ca patient results on a vitros 5,1 fs analyzer. The results were reported and acted upon by the patient's physician. The pt was admitted to a hospital and treatment initiated based on incorrect results. The customer became aware of the discordant result when a second sample was assayed and the results did not agree with initial testing. A repeat analysis of the original sample confirmed that the original results were incorrect and a corrected report was generated. The customer states there was no allegation of pt harm as a result of this event although treatment was initiated. This report corresponds to ortho-clinical diagnostics, inc.

Manufacturer narrative:
Investigation into this event has determined that the most likely root cause was user error. Investigation of dataloggers collected at the time of the event indicate that the sample viscosity and volume in the sample was different than that of the repeat sample analysis. The investigation concluded that the incorrect pt results most likely were associated with an incorrect sample or sample tube type that was placed on the instrument by the user. There was no indication of instrument malfunctions or instrument errors during the time the original sample was assayed.